Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the ventilator. All testing was performed using a good known ac adapter, as well as a good known test patient circuit. The ventilator passed 114 hours of extended tests at the customer¿s settings. The ventilator failed the ltv final test for non-conformities with the flow performance test and calculated tidal volume average. These slight non-conformities would not result in a failure to ventilate properly. Carefusion also performed the event trace download for review. It contains captured events from (B)(6) 2013 through (B)(6) 2014. The alarm codes found in the event trace all fall into what are considered non-critical alarms. These alarms are considered to be typical alarms that normally occur during patient ventilation. The incidence counts for these alarms appear to be consistent with the usage time for the particular power-on/power-off sequence. The date of the reported incident is (B)(6) 2014. The event trace indicates there were no active alarms at the time the ventilator was properly powered off. Per request, the ventilator was returned to the customer unrepaired. The customer refused non-warranty repairs. This unit is not recommended for patient use until appropriate repairs and testing are completed. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that a patient had passed away while connected to an ltv 1150 ventilator. The patient had a mucus plug and the grandmother panicked and didn't know what to do. The grandmother called 911 and was advised to manually ventilate the patient. By the time ambulance arrived, the patient had passed away. There are no allegations against the ventilator.